Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-tttd and lot number 1336452 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Devices discarded by the facility.

Event description:
It was reported that patient underwent a right tka on (B)(6) 2014 during which time the patella was not resurfaced. On (B)(6) 2015 patient had a revision surgery due to tibial loosening. During the revision the tibial tray ar-503-tttd (lot 1336452) was explanted along with the following original implants: femoral implant ar-503-psre (lot 138110), tibial bearing implant ar-503-bd10 (lot 113601218). Procedure was completed using another manufacturer's products. Explanted devices were discarded by the facility and are no longer available to return for evaluation.